Event description:
The customer reported a leak from the coulter act diff analyzer during startup. Startup was failing for all parameters when the leak was noticed. The volume of the leak was about 1 cup and was not contained within the instrument. The instrument was down. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 5/18/2015. The fse found that solenoid valve lv14 was clogged. The fse cleared the clog from lv14, which repaired the leak and the failing controls. The repairs were verified per established procedures. (B)(6).